Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline had poor opening and prematurely dislodged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the c6 segment of the internal carotid artery with a max diameter of 8.8mm and a 4.5mm neck diameter. The landing zone was 3.2mmdistally and 4.5mm proximally. Was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed retention. It was reported that during surgery, the syncheo2 two-meter guide wire led the marksman catheter (227622209) to bring the 6f-105navien (B)(6) to the c4 segment of the internal carotid artery. The guide wire continued to bring the stent catheter to the end of m1. The micro guidewire was withdrawn, and the ped-450-18 stent was selected. After deploying part of the stent, it was found that the stent tip was poorly opened. It was prepared to retrieve part of it, open the tip end and continue to deploy it. During the retrieval process, it was found that the tip end of the stent push guide wire was withdrawn into the stent, and there was no response when pushing the stent. The stent was dislodged. At this time, navien was placed in the m1 segment, the dense mesh stent was retrieved, and the stent was confirmed to be dislodged; the access was established again, and ped-450-20 (B)(6) was selected and implanted successfully, and the operation was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications we re associated with this event. Additional information was received that premature deployment occurred half an hour after exposing the tip end. The pushwire was pulled back when it was retrieved. The middle and distal section of the pipeline failed to open. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.